Event description:
Called to report testing meter giving false low readings. Analysis run on clark error grid using mean avg. Reading (63) vs. Bd readings of 23, 103 yielded data points in the d zone of the grid, outside of acceptable limits.